Manufacturer narrative:
This MDR is regarding the 2nd device of the reported two failure devices. The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was worn and partially separated due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling. Cross reference MFR. Report number 8010047-2015-00578.

Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic assisted pancreatoduodenectomy, the 1st device (tb-0535fc ) was used. In the about five hours of the procedure, unspecified error occurred frequently. Although the user exchanged it with the 2nd device (tb-0520fc, the subject device) and continued the procedure, the ptfe pad of it was separated by about 10 outputs from the beginning of use. The procedure was completed with the 3rd device (tb-0520fc). There was no patient injury reported. This is the second of two reports.